Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the t:lock. Customer loaded a new cartridge to address the issue. There customer's blood glucose was 159 mg/dl.